Manufacturer narrative:
E1: 0208 838 8260. H3: one device sample, unused, in a plastic bag was returned for evaluation. One picture was attached to the complaint. No discrepancies were detected in the picture attached to the complaint. During visual inspection of the device, no discrepancies were detected. During the functional testing of the device, a leak was detected in the medication bag due to a pin hole. According to sample received, the failure mode ¿leaking¿ was confirmed in the device received. Lot history review found there is not non-conformance or deviation related to the failure reported in the device history record for finish good and component associated.

Event description:
It was reported the balloon started leaking on addition of the drug to the device. The incident occurred at the client¿s manufacturing site, inside de cleanroom cabinet. There was no patient involvement